Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# va08f3d, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect six weeks after implant. The patient was experiencing urgency and could not hold it. They did not need to wear depends prior to implant. They had tried all of their programs a couple of times. Two weeks later, the patient still had concerns regarding their device or therapy. They were working with their healthcare provider or manufacturer representative. An appointment date of 2015-04-02 was noted. Additional information received reported that ¿it all went downhill¿ 6 weeks after implant, noting that ¿all of a sudden¿ the patient¿s bladder would ¿just leave go¿ where they had to wear depends. ¿as fast as it started it stopped.¿ the patient¿s programs were changed twice, but the patient was going to the bathroom every 30-40 minutes, instead of 5-6 hours. The patient would feel fine, ¿then all of a sudden¿ would start leaking. The patient could not hold it and was waking up 3-4 times a night, whereas they used to sleep through the night. An x-ray was performed, noting leads were fine.